Event description:
Information was received from a consumer who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that they were not sure if the ins was working because they did not feel stimulation. The patient stated that they had fallen on their back 6 months ago and didn¿t know if that did something to the ins or not. No further complications were reported or were expected.